Event description:
On (B)(6) 2020, the lay-user/patient contacted lifescan (lfs) USA, alleging that her onetouch ping meter read inaccurately high compared her feelings and/or normal readings. The complaint was classified based on the customer service agent (csa) documentation. The patient reported that the alleged meter inaccuracy began on (B)(6) 2020 at 10:30 pm when she obtained an alleged inaccurate high result of ¿450 mg/dl¿ with the subject meter. The patient is on insulin pump therapy. The patient denied making any changes to her usual diabetes management regimen as a result of the alleged issue. The patient reported that on (B)(6) 2020 at 10:30 am she developed symptoms of feeling ¿shaky and lightheaded.¿ the patient reported that she treated herself with cranberry juice then proceeded to the emergency room (ER). The patient claimed her blood glucose was measured at ¿227 mg/dl¿ on the ER meter and that she was released shortly after the measurement was taken. No additional treatment was received. At the time of troubleshooting, the csa confirmed the unit of measure was set correctly on the subject meter. The csa noted the patient did not have control solution available to perform a quality control test. Replacement product was sent to the patient. This complaint is being reported because patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after the alleged inaccuracy issue began. The subject meter could not be ruled out as a cause or contributor to the event.